Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
Patient reported wearing the pod on the arm for approximately 1 to 4 hours and alleged the event was related to the pod. Beginning (B)(6) 2026, patient reported rising blood glucose levels despite multiple pod changes without error messages. On (B)(6) 2026, patient sought medical attention due to headache, thirst, and weakness. Patient reported blood glucose levels up to 30 mmol/l (540 mg/dl) with ketones and was diagnosed with diabetic ketoacidosis. Patient received insulin injections and was hospitalized from (B)(6) 2026. This report describes the first of two events; a subsequent report on (B)(6) 2026 is documented separately insulet reference numbers: (B)(4).